Manufacturer narrative:
Correction information: g6: follow up #1. H2: if follow-up, what type? H6: coding changed based on the investigation (health effect - clinical code, health effect - impact code). Additional information: h4: device manufacture date.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event on (B)(6) 2021 that occurred in the united states. The customer reported "no video image" involving pentax medical video bronchoscope model eb-1575k, serial number (B)(4). The customer owned endoscope was received by pentax medical for evaluation on 01-jul-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the image blackout and also documented the following inspection findings on (B)(6) 2021: failed dry leak test, failed wet leak test, leak at # 2 remote control button cover, insertion tube mild crush at stage 1, hole in # 2 remote control button cover. The device underwent repairs including the following components: o-rings and seals, distal end w/ccd-m pb-free/ntsc, bending rubber, distal joint screw m1, r.c. Button(2) pb-free, insertion/s-nipple attaching screw, o-ring(1.25x3.5), suction connection tube, o-ring(1.2x3.5), electrical connector assy. Model eb-1575k, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 30-sep-2016. The endoscope is awaiting repair and approved by final qc as 26-jul-2021.